Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was from a gastro flex thermistor trace crack and open due to an insufficient cable assembly and/or gastro flex reliability; these are related to design. Improvement action plans were established through a CAPA.

Manufacturer narrative:
This report is submitted on request by the FDA to correct a follow up #2 which was submitted without a follow up #1 report. This report number 3009498591-2016-00052 was submitted in error, and is not associated with a complaint.

Event description:
This report is submitted on request by the FDA to correct a follow up #2 which was submitted without a follow up #1 report. This report number 3009498591-2016-00052 was submitted in error, and is not associated with a complaint.

Manufacturer narrative:
This report is submitted on request by the FDA to correct a follow up #2 which was submitted without an initial report. This report number 3009498591-2016-00052 was submitted in error, and is not associated with a complaint.

Event description:
This report is submitted on request by the FDA to correct a follow up #2 which was submitted without an initial report. This report number 3009498591-2016-00052 was submitted in error, and is not associated with a complaint.